Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope had foreign material inside the instrument channel tube. The patient was not under anesthesia nor was there a delay in the procedure. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely that reprocessing could not be conducted properly due to a leakage from the biopsy channel and subsequently the foreign material could not be removed; however, a definitive root cause could not be established. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.